Event description:
It was reported that the pt could only hear ever more quietly or crackling noises, then everything would again be ok. Exchange of the external equipment was without success. Telemetry measurements gave results of 'weak coupling' and 'poor coupling'.